Event description:
A pt required a second surgery to correct the refractive error after the initial surgery to implant an intraocular lens.

Manufacturer narrative:
Based on documentation provided from the reporter, it appears that the user did not use the proper formula for iol calculation regarding eyes with a short axial length. Apparently, the surgeon chose a formula which, according to published literature, is not optimal for the axial length of that particular pt. Formula selection is a physician's decision; therefore, surgeons should have a proper understanding of formulas based on published literature prior to choosing a formula for a particular case. The iol master was checked by a service technician. The service report notes that the axial length measurement (alm) range was within specification. Laser power was well within specification. Measurements with the test eye were well within specification. The service technician investigated the test eye calibration results on record since (B)(6) and all alms were consistent.